Event description:
The user was implanted on (B)(6) 2021 and then re-implanted with a new device on (B)(6) 2022. Reportedly, the electrode migrated out of the cochlea post implantation. When it was tried to re-insert the array it was accidentally cut and therefore a new device was placed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on the (B)(6) 2021 and then re-implanted with a new device on the (B)(6) 2022. Reportedly, the electrode migrated out of the cochlea post implantation. When it was tried to re-insert the array it was accidentally cut and therefore a new device was placed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During re-insertion attempts the device was inadvertently damaged and therefore explanted. The problems described the recipient report seem to match the damage found. This is a final report.

Event description:
The user was implanted on the (B)(6) 2021 and then re-implanted with a new device on the (B)(6) 2022. Reportedly, the electrode migrated out of the cochlea post implantation. When it was tried to re-insert the array it was accidentally cut and therefore a new device was placed.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a migration of the electrode out of cochlea. During the revision surgery the electrode was inadvertently damaged. The explanted device has not been received for investigation yet.